Event description:
Event description guidant/crm received information that due to the implantable cardioverter defibrillator (ICD) shorting, the (ICD) and endotak c lead have been removed from service. The endotak c has been capped.